Event description:
The customer reported a false positive for alinity I total -hcg and provided sample data for 1 patient (customer reference: = 5.00 iu/l is negative, = 25.00 iu/l is positive). On (B)(6) 2023 sample ID (B)(6) initial results was 131.54 (positive). On (B)(6) 2023 a second sample, sample ID (B)(6) result was < 2.30 (negative) then the original sample, sample ID (B)(6), was retested with a result of < 2.30 (negative), repeated on an architect i2000 analyzer with a result of <2.30 (negative). There was no reported impact to patient management.

Manufacturer narrative:
A1 patient identification: complete sample ID is (B)(6). All available patient information was included. Additional patient details are not available. The field service representative (fsr) inspected the alinity I processing module, serial number (B)(6) due to a false positive alinity I total. Hcg result observed by the customer. The fsr inspected the module, checked the syringes, and determined that tubing required tightening. Return testing was not completed as returns were not available. The instrument service history review revealed no additional tickets related to discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this issue was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends related to the customer issue. The product monitoring review scorecard was reviewed and found no similar issues related to the alinity system, or discrepant results with regards to the customer issue. A review of the manufacturing documentation did not identify any non-conformances related to the customer issue for the alinity I processing module. A labeling review determined product labeling addresses troubleshooting and resolution of the customer issue. Based on the available information, no systemic issue or deficiency of the alinity I processing module, serial number (B)(6) was identified. This issue was previously reported under MDR number 3005094123-2023-00098 under a different suspect device.